Event description:
It was reported that during pm by fse, cs300 intra aortic balloon pump(iabp), had a autofill failure. There was no patent involved.

Manufacturer narrative:
Getinge fse performed functional tests and k2 solenoid valve found blocked. Fill manifold group replaced and all diagnostic and functional tests performed. Functional tests performed with positive outcome.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e2. E3, e4, g2.

Event description:
N/a.

Manufacturer narrative:
Updated fields : b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6(health effect ¿ clinical code, type of investigation, investigation findings) h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, functional tests performed and k2 solenoid valve found blocked. Fill manifold group (0104-00-0023) replaced and all diagnostic and functional tests performed. Repair completed. Functional tests performed with positive outcome. The failure did not cause any damage/inconvenience to operators/patients or delays in procedures.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: d5.

Event description:
N/a.